Event description:
It was reported that the patients spinal cord stimulation (scs) implantable pulse generator (ipg) could not be charged and would not connect to representative's clinician programmer. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was kept by the facility.